Event description:
Healthcare professional reported "breast implant illness (bii)", breast pain, rushes, migraines, gastrointestinal problems, muscle tremors and hair loss" which are not device related and "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rash: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, breast pain, hardening of the breasts". Also reported "breast implant illness (bii), rushes, migraines, gastrointestinal problems, muscle tremors and hair loss" which is deemed not device related. This record is for the right side. Device was explanted. Treatment: device removal, total, complete capsulectomy and implant resection "en bloc". Glauladublikatur both sides and t-tightening.